Manufacturer narrative:
Medwatch sent to FDA on 5/24/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "an infraorbital vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "warnings: the product must not be injected into blood vessels. Introduction of juvéderm voluma xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Symptoms of vascular occlusion and embolization include pain that is disproportionate to the procedure or remote to the injection site, immediate blanching that extends beyond the injected area and that may represent vascular tributary distribution, and color changes that reflect ischemic tissue such as a dusky or reticular appearance. As with all dermal filler procedures, juvéderm voluma xc should not be used in vascular rich areas. Use in these areas, such as glabella and nose, has resulted in cases of vascular embolization and symptoms consistent with ocular vessel occlusion, such as blindness." "Post-market surveillance: juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
A patient reported that 2 days after injection "all over the face" with juvederm voluma xc, they experienced an infraorbital vascular occlusion below their eye on the right side. The patient was injected with antibiotics, steroids, and hyaluronidase the day after symptom presentation. Symptoms are ongoing. The patient was concomitantly injected with an unspecified "juvederm&#59552;product. Follow-up with the injecting office revealed that the patient is doing much better. This is the same event and the same patient reported under MDR ID #3005113652-2016-00403 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc, also a device manufactured by allergan.